Event description:
A respiratory therapist plugged a medical air flowmeter into the hosp piped air system. The flowmeter air control apparently was on full flow, when inserted into the wall outlet. When the flow gauge ball hit the top of the plastic tube, the plastic shattered sending one piece of plastic into the air. No injuries were reported. The piping system air pressure is 52 psi. A concern is the potential for an eye injury.